Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call regarding 2 faulty sensors. The customer's blood glucose reading was 262 mg/dl at the time of incident. Troubleshooting found that one sensor did not last the full 6 days and the other sensor alarmed change sensor. Troubleshooting was declined by customer. The customer was advised that the sensors would be replaced and to return the product for analysis.